Event description:
Customer reported damage to the pump housing and usb port, affecting the ability to charge the device. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump. The customer was guided on how to store the current pump before returning it, and a return was set up with a pre-paid label.